Manufacturer narrative:
Results and conclusion codes have been updated.

Manufacturer narrative:
The service engineer decontaminated the rinse arm, replaced and adjusted the sample probe, adjusted the reagent probe, replaced the ultrasonic mixer, cut filter, and lamp. All instrument checks were within specification. The issues have not reoccurred after the service visit. The specific cause of the event could not be determined.

Manufacturer narrative:
The field service engineer detected the sample probe was slightly bent, so washing was not carried out correctly. The probe was adjusted. Upon review of the alarm trace, there were alarms indicating short sample volume and abnormal sample aspiration. This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for over 300 patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. Data was provided for 572 patient samples and of these, 479 had discrepant glucose results. Incorrect measurements for these samples were reported outside of the laboratory. Most samples had corrected reports. The glucose reagent lot number and expiration date were requested, but not provided.